Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6) . No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's father to test the alert functionality, and patient's father reported the high/low alerts vibrated but gave no sound.

Manufacturer narrative:
(B)(4). Off-label: pediatric patient using adult receiver